Event description:
Unable to deflate the balloon. About a month after the catheter placement, the user attempted to remove the water from the balloon. However, the sterile water could not be removed. Although the water was still inside and the balloon is still inflated, the catheter was removed by pulling.

Manufacturer narrative:
This complaint is unconfirmed. Received is a tri-funnel 12 fr feeding tube. The device was received with the balloon partially inflated. During functional testing the internal balloon inflated/deflated with no difficulty. During vigorous manipulation of the balloon a leak was observed emanating from the orifice of the distal end of the feeding tube. The syringe plunger was then retracted so as to create negative pressure with the inflation/deflation conduit. The water filled the barrel of a 10 cc syringe at a rapid rate. During water withdrawal the walls of the internal balloon collapsed in a uniformed manner. A lot history review (lhr) is not possible, as no mfg lot number info has been provided by the complainant.